Event description:
Medtronic received information that during set-up, this bio-pump exhibited a vibrating noise. The unit was removed and remounted to the system, which resolved the noise. After 17 hours of use, the nurse observed body fluid dripping from the pump, which over time intensified. The pump speed was lowered and the perfusionist was called to replace the pump. It was 2 hours from the time the perfusionist was called to the time the device was removed and replaced. During this time, the patients oxygen saturation decreased to 40%. The product was requested and will be returned for analysis.

Manufacturer narrative:
Evaluation method code: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion code: cause of event cannot be determined. Analysis: as of today, the device has not been returned for analysis. Once it is returned, a thorough evaluation of the device will be performed. A review of the device history records indicate this product met specifications prior to being released for distribution. Conclusion: based on the information provided and analysis results, the exact cause of this event cannot be determined at this time. Additional information pertaining to the patient status and event details have been requested.